Event description:
The laser tube was in use on a pt. The tube was reported to kink/bend outside of the pt's mouth and desaturation developed with the pt. The pt had to be extubated and re-intubated with another tube. The surgery was completed successfully with no adverse event to the pt or injury.